Manufacturer narrative:
(B)(4). Additional information received from the biomed engineer stated that the pump was switched out quickly without harm to the patient. Device evaluation: the pump assembly was returned for evaluation. Visual inspection of the pump assembly was performed and found no obvious damage or defects. The pcs (pneumatic control switch) assembly was returned for evaluation. Visual inspection of the pcs assembly was performed and no abnormality was found. The pump assembly in question was installed into a known good intra-aortic balloon pump (autocat2w) and performed functional testing. The known good autocat2w with the pump assembly in question installed failed testing. The pump alarmed "helium loss 2" approximately 60 seconds when the pump was initiated. A small leak was noted to be coming between the face seal plate and bellow chassis end plate. A visual inspection of the pump assembly internal hardware was performed. Dried condensation was found on the face seal plate and on the o-ring. Dried condensation was also found on and inside the face seal plate. See other remarks section for continuation. Other remarks: the pcs assembly in question was installed into a known good autocat2w and performed functional testing. The known good autocat2w with the pcs assembly in question installed passed the functional test. The purge and drain circle were performed multiple times with no alarms or errors. The pump was then left to run for six hours without any issues. The pcs assembly in question was then installed onto the mdt-50 leak tester and passed leak testing. Visual inspection of the pcs assembly internal hardware was performed and no abnormality was found. A device history record review was conducted for the iabp serial / lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the report problem of "alarm, helium loss 2" is confirmed. The pump assembly failed functional testing. The reported problem was reproduced during the functional test. A small leak was detected between the face seal plate and bellow chassis end plate, and that was likely the cause of the helium leak alarm. The cause of leakage is undetermined. The secondary complaint of "helium loss alarm" is not confirmed. The pcs assembly passed functional testing. The cause of the alarm is undetermined.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump has helium loss 2 alarms. Findings/action taken: the pneumatic control switch (pcs) assembly was sent to and replaced by biomed. Helium loss alarms continued. Pump assembly was then sent and replaced. Helium loss alarms continued. Biomed replaced pcs assembly on the new pump assembly with pcs assembly that was originally sent in that corrected the leak.software level: 2.24.

Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: pump was on patient. Symptom - pump has helium loss 2 alarms. Findings/action taken: the pneumatic control switch (pcs) assembly was sent to and replaced by biomed. Helium loss alarms continued. Pump assembly was then sent and replaced. Helium loss alarms continued. Biomed replaced pcs assembly on the new pump assembly with pcs assembly that was originally sent in that corrected the leak. Software level: 2.24.